Event description:
It was reported that during a colon resection the device fired an incomplete staple line. The case was complete using a new device. There was no adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.